Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem downstream occlusion was confirmed during the event history log (ehl) review but not reproduced during evaluation. Evaluation ran the device at 400ml/hr for 15 minutes and found no discrepancies. Evaluation determined no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.